Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0uu8n, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing no symptoms. Two lead fragments were left in the patient from prior implants. No troubleshooting was performed.  Dr. (B)(6) was replacing an interstim ins and lead because of eos. Fluoroscopy was used during the procedure and discovered that the patient had two extra leads that had previously been cut off or broke transforaminal in the patient. Dr. (B)(6) dissected down to the patients periosteum and removed all lead fragments that were present in the patient. The issues was confirmed resolved.